Event description:
User complains of a burnt rubber smell when using their wright's nebulizers, along with the reaction they say are the result of opa usage: headaches, stomachaches, chest tightness and burning upper respiratory tract. They sterilize diaphragms in opa. They only rinse once under running water for 15-20 seconds. No ventilation is present in the room.